Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flushing pump with defective water supply. The issue occurred before the procedure. The colonoscopy procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: e2, e3, h3, h4, h6, h10, h11. Corrected fields: d4 primary UDI number , e1, g2, h6 medical device problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump with defective water supply. The issue occurred before the procedure. The colonoscopy procedure was completed. There were no reports of patient harm.